Event description:
Practice reported to mdic on (B)(6) 2016 a female patient who had horizontal lines and divots on her chest area 6 months post décolletage treatment (B)(6) 2016. Medical intervention was recommended to the patient for full resolution thus considered a permanent injury. Per ulthera IFU, the possibility of scar formation may exist if incorrect treatment technique is used. Review of the support log shows no device malfunction.